Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported the surgeon was attempting to remove an acetabular cup during hip arthroplasty. The cup inserter was attached to the implant for removal by tightening the connecting bolt to the implant, and then a cross blow was applied. The connecting bolt sheared off into the cup. After removal of the cup, the bolt threads were removed from the implant and the cup was then re-implanted.

Manufacturer narrative:
Visual inspection of the hybrid offset shell inserter confirms that the hex bolt fractured off and the fracture occurred near the hex head. The piece which fractured away was discarded and not returned for review. It has also been noted that there are heavy impaction marks on the strike plate and wear marks all over the surface of the device. Review of the device history record did not find any deviations or anomalies. The frequency of use of the device is unknown. This device is used for treatment. The failure mode has been addressed as part of a design change which increased the head height of the bolt, eliminating the drill point, to increase the strength against this failure mode. This bolt was manufactured before the design change. This a previously addressed design issue.